Event description:
It was reported that the inflation line separated from the flange connector on one (1) m5sct, specialized single cannula cuffed tracheostomy tube. The device was removed and a second device was placed with no reported problems. This was detected two (2) days after insertion. It is unknown if the device was tested prior to insertion. Previous information rec'd indicates that this pt has been observed "playing" with the inflation line and pilot balloon. There was one (1) pt involved with no reported pt compromise. The m5sct device was returned to the MFR on 01/28/97 for analysis and eval.